Event description:
Customer reported erroneous and discrepant access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for three pt samples when using the unicel dxi 800 access immunoassay system. One of the three pt samples was initially above the reference range and retested within the reference range. The other two pt samples retested in the same clinical range. Test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Levels 2 and 3 of the tsh quality control (qc) were out of range on (B)(6) 2009. The tsh assay was recalibrated and qc was within the customer's established ranges. On (B)(6) 2009 in the am, qc was within the customer's established ranges. On (B)(6) 2009 in the pm, level 1 qc was out of range high by 4.5 sd and level 2 qc was out of range high by 3 sd. Tsh pt samples were then retested, and the three samples (test results in section b6) were identified. All other samples retested within expected precision. Tsh qc is normally performed twice per day; three levels in the morning and two levels in the afternoon. There were no errors posted to the event log in connection with this event. On (B)(6) 2009, the field service engineer performed a routine and high sensitivity system check; both passed within instrument specifications. Performed a carryover test which passed within instrument specifications. Performed three separate precision tests using three different tsh reagent packs, precision was "good". Ran pump diagnostic testing for pipettors #3 and #4. Pipettor #4 was cleaned and the pump diagnostics rerun. No issues were noted. Verified alignments, no adjustments were needed. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.